Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 125 to 135 mg/dl. Customer feels light-headed but observed no further symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 199 mg/dl and 214 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/20/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet evaluated.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 125 to 135 mg/dl. Customer feels light-headed but observed no further symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 199 mg/dl and 214 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 11/20/2016 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 199mg/dl, (B)(6) 2015, 04:00pm, fasting: yes; 214mg/dl, (B)(6) 2015, 04:07pm, fasting: yes; 48mg/dl, (B)(6) 2015, 06:19am, fasting: yes; 320mg/dl, (B)(6) 2015, 06:00pm, fasting: no; 308mg/dl, (B)(6) 2015, 02:38pm, fasting: no. Adverse event not reported.